Manufacturer narrative:
The device was manufactured from january 31, 2019 - february 1, 2019. One actual sample was received for evaluation. The unit was returned containing fluid in the bladder. Upon receipt, visual inspection on the unit via the naked eye noted evidence of leak/backflow at the fillport after the fillport cap was removed. Subsequent examination revealed the cause of backflow at the fillport was due to a glass fragment measured to be 1.85 mm in length, lodged under the device checkband. The reported condition of leak/backflow at the fillport was verified. No manufacturing process step would allow glass fragment to be introduced near or adjacent to the fillport. The cause was determined to be due to user filling technique. Since a leak/backflow was observed at the fillport, it was not possible to refill the device with dextrose solution in order to perform a functional flow rate test to determine the flow rate accuracy of the device. Nevertheless, evidence of continuous flow of fluid was observed coming out at the distal end of the flow restrictor. Therefore, the reported issue of no flow - non delivery was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an india ce infusor sv (small volume) infusor leaked from the fill port and ¿did not flow properly after force prime procedure¿. These issues were identified prior to use on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.